Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint received from (B)(6), synthes quality engineer. During 1st audit inspection at monument, it was discovered the cervical tip was broken. The part came from express care kit srb lot #55.

Manufacturer narrative:
Corrected data: the frontier cap inserter (product code: 2798-30-200, lot number: tbjlt) was returned to the complaints handling unit (chu). Three of the teeth on the frontier cap inserter had broken off. Optical imaging of driver shows plastic deformation. The plastic deformation indicates a torsional overload. This suggests the driver underwent a quasi-static overload torsional shear failure. No material defects or other abnormalities were observed in this analysis. An accurate hardness test cannot be performed on instrument as instrument shaft is hollow on the interior, resulting in the instrument compressing during testing. The damage at the tip prevents metal slugs from being inserted into the instruments¿ cannula to prevent the compression. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cap inserter tip breakage cannot be determined from the samples and the information provided. The results of fracture analysis have determined that the probable root cause is quasi-static overload torsional shear failure, potentially brought about by higher than anticipated torsional forces being placed on them during tightening. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.